Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's mother reported that after the sensor was inserted, the patient immediately began to cry and refused to stand up. The patient's mother stated that the patient may have moved during the sensor insertion by arching his back. It was indicated that upon removal of the sensor, no portion of the sensor sire was visible on the sensor pod. The patient's mother took the patient to urgent care and an x-ray was performed. The results of the x-ray image showed that the sensor wire was retained in the patient's skin. At the time of contact, the patient was doing okay. No additional patient or event information is available. An image of the x-ray was provided and a follow-up will be submitted upon its completion.